Event description:
It was reported that homechoice device alarmed with no display. This event was reported to occur during use, no patient connected. No injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The homechoice device received functional testing. A visual inspection was performed. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the condition was determined to be a problem with the power switch. To correct the condition, the power switch was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.